Manufacturer narrative:
A4 - unk a5 - unk a6 - unk h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim#(B)(4).

Event description:
The reporter indicated that the surgeon implanted upside down a 12.6mm vticmo12.6, -14.5/3.5/098 (sphere/cylinder/axis), implantable collamer lens, into the patient's left eye on (B)(6) 2023. There was patient contact (lens touched the eye) with no patient injury. Back up lens implanted intraoperatively . The problem was resolved. Cause of the event is reported as unknown.